Manufacturer narrative:
Angiographic images submitted for review confirmed bleeding at the level of the left femoral artery and that the valve was deployed successfully. The cine films cannot confirm that a cutdown was performed, what sheath was used for left leg access, or that there was difficulty advancing the catheter into the body. The cine films cannot confirm the catheter became stuck, the use of closure devices, the vessel diameter or that a high stick was done due to angle of the cine. The films confirmed the presence of calcium on the left femoral head but the quantity is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to advance into the 14fr sheath that had been placed into the left femoral artery. The dcs became stuck and bleeding above the left femoral bifurcation was noted. A cutdown was performed to repair the vessel. After 2.5 hours, the surgical vessel reconstruction was completed. It was reported that the valve was unable to advance due to the over estimation of the vessel diameter and severe vessel calcification. The same dcs a new valve were used for a successful implant. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: difficulty advancing the delivery catheter system (dcs) and access site complications such as bleeding are listed in the device instructions for use (IFU) as potential adverse effects and could occur during any percutaneous intervention. These events are typically related to patient factors, and/or procedural effects, such as, but not limited to the type of sheath used, the user technique and the closure device. Given the information received, there was no reported information to suggest that a device quality deficiency related to this event occurred. Additionally, the reported information does not indicate a potential manufacturing issue. Without the return of the device, an assignable root cause could not be determined. However, with the information provided by the physician, it is most likely that the advancement difficulties and access site complication occurred due patient anatomy and severe vessel calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.